Manufacturer narrative:
Section d1 brand name corrected.

Manufacturer narrative:
D4. Serial and primary UDI number corrected.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 26-year-old female patient presented with acute heart failure and cardiogenic shock secondary to non-ischemic cardiomyopathy, and implantation of the impella 5.5 device was planned for hemodynamic support. A 10 × 30-millimeter vascutek gelweave graft was successfully anastomosed to the right axillary artery, and the implanting physician was aware from prior computed tomography imaging that the axillary artery was small. Despite successful graft placement, multiple attempts to advance a 0.035-inch guidewire into the ascending aorta were unsuccessful due to anatomical limitations, and the procedure was therefore aborted without any device-related issues identified.